Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from that the male luer lock had separated from the primary tubing set when disconnecting from the patient's peripheral IV (piv). Although requested, additional information was not provided.